Event description:
It was reported that the device was fractured. No more information is available.

Manufacturer narrative:
(B)(4). G2: canada. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d5; d9; g1; g3; g6; h1; h2; h3; h4; h6; h10. The event is confirmed. Visual examination of the returned product identified signs of repeated use in the form of scratches and gouges. The returned device was found to have broaching teeth fractured off the respective device. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h4.

Event description:
No further event information available at the time of this report.